Manufacturer narrative:
(B)(4). It was reported that the surgeon opines that the patient is allergic to the suture and that contamination from the wig band is possible. On (B)(6) 2012, the patient was given a kenalog injection for post auricular mastoid. On (B)(6) 2012, the patient underwent an exploration with suture removal from the forehead. The patient was given kefex 500 mg twice daily. On (B)(6) 2012, the patient went to a different doctor for a second opinion. In (B)(6) 2012, the patient had additional suture removal from the anterior neck and forehead by another physician. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02265 and 2210968-2012-02230. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a subcutaneous pretricho forehead lift with face-neck lift procedure on (B)(6) 2012 and suture was used. The patient was showing signs of tenderness, redness, and hypersensitivity along the frontal hairline region. The surgeon did a v1 block to remove a maxon suture and the patient was placed on keflex 500mg tid. The patient was better a week later. Now, the patient has redness, swelling and oozing along the area of a deep suture line. The areas are painful to touch and they continue to seep. The surgeon opines this could be a local hypersensitivity reaction, microabscess, neutropenia, wig band compression vascular compromise, or wig contamination. The patient is planning to have a culture done of the wound and to check the white blood cell count. The surgeon prescribed bactroban and keflex 500mg. The patient will also see another doctor in the future.